Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a b30 scope communication errors. The issue was identified during setup. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed by the technical assistance support team. The customer contacted olympus technical assistance support (tac) via call. The customer wiped the scope contacts with an alcohol wipe. The customer swapped out scopes and had the b30 error. The scope does not repeat the error in the other room. The customer swapped out another device and had the b30 error. The customer tightened the cable and had the b30 error. The customer made sure each time that they choose the esc key on the keyboard to clear the error. Since the device was not returned a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.